Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken, white particle in the shell . A microscopic analysis was performed which identify a sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and concern for textured implant device.

Event description:
Healthcare professional reported left side patient for surgery. The device has been explanted.

Event description:
Later, healthcare professional reported, rupture, pain, recalled implant.